Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported and physician confirmed diagnosis of fibromyalgia and being diagnosed with sjorgrens syndrome; the events of fibromyalgia and sjorgrens syndrome are considered non device related. Healthcare professional later reported right side rupture/capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ sjogren¿s syndrome-ndr: not applicable as the event is not related to the device. ¿ fibromyalgia-ndr: not applicable as the event is not related to the device. Additional observations: ¿ crease fold, wear abrasion and stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported and physician confirmed diagnosis of fibromyalgia and being diagnosed with sjorgrens syndrome; the events of fibromyalgia and sjorgrens syndrome are considered non device related. Healthcare professional later reported right side rupture/capsular contracture baker grade iii. Device has been explanted and replaced.